Manufacturer narrative:
Visual inspection of the returned lens found only half of the lens, the optic cut in half and one haptic attached and bent. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to bent haptic noted upon insertion. The incision was enlarged to remove the lens and another lens of same model and diopter was implanted successfully.